Event description:
It was reported that the patient presented to the intensive care unit(ICU). Upon review, the implantable cardiac monitor (icm) exhibited under-sensing. Programming changes were performed. The patient condition was stable.